Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was report that the cardiosave intra-aortic balloon pump unit stopped working and wouldn't restart.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions). E3 is unknown (initially it is submitted as "other healthcare professional"). Additional information: e1 (event site telephone: (B)(6). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the reported issue in the iabp¿s diagnostic error log. Upon returning for final checkout, vacuum related issues were discovered. Compressor was replaced to resolve vacuum related issue. Also drive manifold and pressure transducer was also replaced. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.